Manufacturer narrative:
(B)(4): incorrect anatomy. Concomitant products: guide wire: acuity whisperview; guide cath: multi-purpose. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the guide wire was not confirmed due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation, difficult to remove over the guide wire, incorrect anatomy, or failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek rx instructions for use (IFU) indicates that this device is to be used for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. Additionally, the patient effect of death is listed in the IFU, as a possible adverse effect.

Event description:
It was reported that the procedure was to treat an occluded lesion in the coronary sinus. A non-abbott guide wire was advanced into the sinus system. The 3.0 x 20 mm trek balloon catheter was then advanced, but could not fully cross due to resistance with the stenosis. When the trek was attempted to be removed, resistance was noted with the guide wire. After removal, it was found that the trek had separated at the guide wire exit notch, and the guide wire also separated. The separated pieces were left in the anatomy, and no intervention was performed. The patient was kept overnight, but right before the patient was discharged, the patient died in the bathroom. The cause of death is unknown at this time, but the preliminary cause was reported as not due to the procedure.